Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The surgeon reports the cause of the zonular rupture was aging.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The health care professional provided the information that the removed lens was implanted in the past at another facility. A great length of time has passed since the initial implant. A zonular rupture occurred which was unrelated to the lens. (B)(4).

Event description:
A customer reported 'a long time' following an intraocular lens (iol) implant procedure, a zonular rupture occurred in the patient's eye and the implanted lens was removed. A different lens was then implanted. Additional information was requested.